Manufacturer narrative:
The hill-rom tech found the siderail pin rusted by fluid. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the pin to resolve the issue. Based on this info no further action is required.

Event description:
Hill-rom received a report from the account stating that the siderail would not latch. The bed was located at the account in ICU. There was no pt / user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).